Event description:
It was reported that during follow up, low sensing and loss of capture were observed. X-ray confirmed dislodgement. Lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.